Event description:
It was reported that during prep for an embolization treatment procedure, shaft fracture occurred. The target lesion location was unknown. While prepping the device for use it was noticed the catheter had separated. No patient complications were reported and the patient status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified the shaft was broken 38.8 cm from the proximal end with 4.5 cm of braid exposed. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, however, coating damage was evident distal to the break. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. This failure occurs as a result of lack of adequate flush to the dispenser coil before removing the catheter. Flushing the dispenser coil with saline activates the hydrophilic coating on the catheter allowing the catheter to be removed without difficulty. If inadequate flush is used the catheter may adhere to the sides of the dispenser coil and may break when the physician attempts to remove it. The device was returned for analysis and damage to the catheter is consistent with insufficient flush of the dispenser hoop. This failure occurs as a result of lack of adequate flush to the dispenser coil before removing the catheter. Flushing the dispenser coil with saline activates the hydrophilic coating on the catheter allowing the catheter to be removed without difficulty. If inadequate flush is used the catheter may adhere to the sides of the dispenser coil and may break when the physician attempts to remove it. Therefore, the root cause is user/use error. (B)(4).